Event description:
Follow-up from the provider indicated that the specific response the patient had was unclear, just that the mother reports ¿a very poor reaction¿.

Event description:
Clinic notes were received for a vns referral. The notes provided that in the past, the patient has had a negative reaction to anesthesia. The parents are hesitant to replace the vns due the past reactions with anesthesia. Additional relevant information has not been received to-date.